Event description:
It was reported that at a follow-up appointment, the physician observed oversensed lead noise from this implantable pacemaker. The noise did not result in pacing inhibition and there were no adverse patient effects. The physician elected to reprogram the device sensitivity and continue with routine follow-up appointment. At this time, this pacemaker remains implanted and in-service.